Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination, it was noted that there was pectoral muscle stimulation by the left ventricular (lv) lead. The physician explanted and replaced the lv lead on (B)(6) 2023. The patient was in stable condition and is recovering from the procedure.